Event description:
It was reported for the past couple of years, the patient¿s stimulation has been fainting. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 7495-25, serial# (B)(4), implanted: 2001 (B)(6); product type extension product ID 3487a, lot# j0108080v, implanted: 2001 (B)(6); product type lead product ID 7435, serial# (B)(4), implanted: 2001 (B)(6); product type programmer, patient product ID 7495-25, serial# (B)(4), implanted: 2001 (B)(6); product type extension product ID 3487a, lot# j0108113v, implanted: 2001 (B)(6); product type lead. (B)(4).